Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use on patient, the device had an air leaked from the cuff and the pilot balloon was easily deflated. It was reported that the device was replaced with new one but the issue was duplicated. The patient was required re-cannulation.